Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported following observations during a study, where surgeons noted wear of the ceramic liner and damage to surrounding tissue when revising the ceramic liner to a poly liner. The event involved a device revision or replacement, indicating a corrective invasive procedure was required. The complaint was supported by photographic evidence, and the product was identified as an implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the sales rep indicated that the questions are related to a study on the ceramic liner and that during the study the surgeons noticed some wear of the ceramic liner & damage to the surrounding tissue when revising the ceramic liner to a poly liner. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that the ceramic liner presents signs of metal transfer, most likely caused by the interaction with the acetabular cup. Additionally, presents marks of explantation attempts. It is worth mentioning that the material transfer is not indicative of wear at the acetabular liner. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk hip acetabular liner ceramic pinnacle would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.